Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customer received assistance by mom to address elevated blood glucose with fluids and manual dose injection. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.